Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery to popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a 4mmx40mm coyote es balloon catheter. There were no patient complications reported.